Event description:
It was reported that during a complex procedure of the heavily tortuous, heavily calcified, circumflex artery, the 2.75 x 8 mm trek nc balloon dilatation catheter (bdc) was used for predilatation and the abbott stent was deployed without issue. The same trek nc bdc was being advanced in the left anterior descending (lad) artery when the proximal shaft became detached. The device was removed without issue. A second bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.